Event description:
Customer reportedly obtained a normal result and later that day (timeframe not provided) customer felt hypoglycemic while driving. She attempted to do a test, but found the device had no power. She subsequently rear-ended someone while driving reportedly due to her hypoglycemic symptoms. Customer was given juice and when the paramedics arrived they tested her at 75mg/dl on their device. Customer was unsure if she was treated by paramedics. No strip information provided and no quality controls were used. Requested return of suspect device, however, customer reports that strips are unavailable for return.